Event description:
Status post bilateral mastectomy with reconstruction using expanders and saline implants. Gross deformity and lateral displacement of right implant and multiple areas of wrinking. On the left, deformity is similar with less lateral displacement. Removed and replaced.